Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (2) two unknown plates/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial and ulna revision surgery was performed on (B)(6) 2016 after it was noted that the plate on the radius and the plate on the ulna had migrated or after there was loss of fixation with both plates. The plates and screws were removed intact with no patient harm or surgical delay. This complaint involves 2 devices. Concomitant devices reported: unknown screws(unknown part, unknown lot, unknown quantity) this report is 1 of 1 for (B)(4).